Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed intermittent ventricular undersensing. Programming changes were discussed, no intervention was performed. The patient had no reported symptoms from the event.